Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was unable to power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to contaminated battery and bedside boards. The root cause for the contamination was due to ingress of an unknown liquid. No adverse event resulted form the defective battery charger/modem.